Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed. One 4.5 fr microintroducer was returned for evaluation. The dilator was returned within the sheath. Blood residue was present throughout the device. The pull tabs have not been peeled. The sheath and dilator shafts were observed to be bend and curved. One photo sample of a microez microintroducer was also returned. The condition of the returned microintroducer corresponded with the image provided. Microscopic observation of the distal tip of the sheath revealed a section to be deformed. The deformed section was bunched inwards. Material wrinkling of the sheath was present proximal to the damaged region. Material deformation was also visible at the proximal end of the sheath. The deformation was likely caused by the bending of the shaft. Evidence of advancement against resistance was observed and likely occurred during insertion of the device. The product instructions for use (IFU) contains information which may have prevented the reported issue. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." A lot history review (lhr) of redp1944 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient diagnosed with lung cancer had a 7655405 catheter placed by a head nurse on (B)(6) 2020. The puncture went smoothly, but difficulty was encountered when entering introducer sheath. Removed the gray part of the sheath and found that its edges curled. Opened another kit of catheter and used the introducer sheath inside.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp1944 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient diagnosed with lung cancer had a 7655405 catheter placed by a head nurse on (B)(6) 2020. The puncture went smoothly, but difficulty was encountered when entering introducer sheath. Removed the gray part of the sheath and found that its edges curled. Opened another kit of catheter and used the introducer sheath inside.